Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been removed from the assembly. No suture or ts remain on the delivery needle but were returned. Examination of the construct showed the suture has been cinched, the ts show no abnormalities. The trigger has been fully advanced and locked within the handle indicating a complete deployment. The condition of the device indicates the trigger was manually advanced causing to the simultaneous deployment. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during a meniscus repair surgery there was a simultaneous deployment of t1 and t2. No patient injuries or significant delay reported. Back-up device was available to complete the surgery. Both ts were removed from the patient's anatomy. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.